Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding their implantable drug infusion device. The drug being delivered was not reported. It was reported that the pump is tilted. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was allergic to dye air that was pushed after aspiration, per radiologist order, and CT done following. It was unknown if any actions were taken to resolve the issue. The issue was not resolved at the time of the report. There were no further complications reported/anticipated. The rep reported that the cause of the tilted pump was unknown. Revision surgery is scheduled for (B)(6) 2020. There were no further complications reported/anticipated.